Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic after receiving inappropriate high voltage therapy due to oversensing of noise. It was reported that the patient has small r-waves. Programming changes were recommended.